Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. The following information was provided by the initial reporter, "have you had any customers reporting what appears to be imperfections in the tube ? There are black particles that appear to be imbedded in the plastic? We are seeing these in the pst and sst tubes. Pst lot #9220492. The ¿scratches¿ around the black dot is where we tried to scrape it out with a needle, so the black is impeded in the plastic."

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "have you had any customers reporting what appears to be imperfections in the tube ? There are black particles that appear to be imbedded in the plastic? We are seeing these in the pst and sst tubes. Pst lot #9220492 the ¿scratches¿ around the black dot is where we tried to scrape it out with a needle, so the black is impeded in the plastic."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 3/20/2020 h.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and embedded foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#(B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.